Event description:
Event description guidant received information that this pacemaker was not providing pacing output and could not be interrogated. Some pacing with capture was noted when a magnet was placed over the device. This pacemaker has previously been interrogated and no errors were noted. The patient has an underlying rhythm and no adverse patient effects were noted.